Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. On the other hand, hardware low level failure alarm and insulin pump error alarm are confirmed in the formatted history file due to a hardware issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had multiple insulin pump errors. Customer's blood glucose level was 77 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.